Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck in the motor error loop during bolus / basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was unable to verify alarms due to motor error. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected check setting alarms noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was off the insulin pump for a while. Now that he is back on it he cannot upload to carelink. In the alarm history an external error, an unexpected restart, and two displayable history check failed on startup alarms were found. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.